Manufacturer narrative:
Block b3: the exact date of event was not reported. The retrospective study start date of january 1, 2017 is used for the estimated date of event. Block g2: literature source: dr. Pavlos antypas, et al. (2025) percutaneous transhepatic cholangioscopy and lithotripsy using a single-operator cholangioscope for the management of biliary stones in postoperative anatomical variations, eur surg https://doi.org/10.1007/s10353-025-00903-z. Block d4: detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Block h6: imdrf code e0506 captures the reportable event of hemorrhage, imdrf code e1021 captures the reportable event of pancreatitis, imdrf code e1109 captures the reportable event of cholangitis, imdrf code f23 captures the reportable event of unexpected medical intervention, imdrf code f2203 captures the reportable event of imaging required.

Event description:
Boston scientific became aware of an event involving spyscope ds through the article, percutaneous transhepatic cholangioscopy and lithotripsy using a single-operator cholangioscope for the management of biliary stones in postoperative anatomical variations, by dr. Pavlos antypas, et al. Per the article, data from patients with biliary stones and altered anatomy who underwent pc and soc-ehl from 2017 to 2022 were collected. This study aimed to evaluate the feasibility, efficacy, and safety of percutaneous cholangioscopy (pc) with electrohydraulic lithotripsy (ehl) using a single operator, small-caliber cholangioscope (spyglass ds system). One patient presented with severe bleeding requiring embolization during the procedure. An angiogram revealed an active hemorrhage from a segmental branch of the right hepatic artery, which was successfully embolized. Additionally, it was reported that there were three cases of mild cholangitis and two cases with mild pancreatitis of which all were treated with medical therapy. Please see the referenced article for full details.